Event description:
It was reported that the device was not pacing the patient's heart at times and the patient's heart rate was less than 50 beats per minute when pacing on its own. It was also reported that the device had reached the elective replacement indicator [eri] approximately nine months prior and when pacing, was pacing at vvi 65. Additionally, the device had an electrical reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.